Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Received (9) photo samples. The images provide an overall view of the catheter, drainage bag and syringe. A closer view of the catheter is shown. A close up photo of the foley catheter funnel area. Distal tip of the foley catheter showing the drainage eye opening and smooth surface with no visible defects. Connector assembly of the foley catheter with blue inflation valve, red connector, and tubing interface, with no visible damage or leakage. Close up of the catheter port label indicating material number 2758j16 and lot number ngjx0019, attached to the red connector. Front view of a urine drainage bag showing volume scale markings (100 to 2000 ml), inlet tubing connection, and attached outlet valve. Close up of the drainage bag handle area showing lot number lot 250201. Product packaging label displaying catheter set details, including catalog number 6610j16rb, size 16 fr, and 10 ml balloon specification. Visual: received one (1) used all silicone foley catheter without original packaging, used urine meter drainage bag with inlet tube, sample port connector, and syringe. Verified material number 2758j12 and manufacturing lot number ngjx0019. Visual inspection noted no obvious observations. Ran di water through drainage lumen. No leakage present. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter leak was detected while the patient was using it. Further investigation required on catheter and bag.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter leak was detected while the patient was using it. Further investigation required on catheter and bag.